Event description:
Customer reports, it was found membrane broken during the first use, 5 minutes after patient connection. Blood flow rate: 100ml/min. Tmp: 34mmhg. No additional info about the amount of blood loss. No medical intervention.

Manufacturer narrative:
No further information is expected for this specific event, and the case is considered closed.